Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the customer complaint. The fse found that the universal surgical manipulator (usm) would intermittently not engage when the instrument was installed. The fse cleaned the usm with an alcohol prep pad and this partially resolved the issue as the instrument would more frequently engage. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 1 was not engaging the drape. The customer stated that they had tried to replace the drape, but the disks were not rotating. The technical support engineer (tse) viewed the system logs with no errors noted. The tse recommended to power cycle the system. The customer stated that the surgeon was currently working and did not want to power cycle. The customer called back after the case was completed. The tse walked the customer through inspecting the carriage of the usm 1 but they did not find any foreign objects that would restrict the installation of the sterile adapter. The tse walked the customer through emergency power off of patient side cart with no change. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the surgery went well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the error logs but was not replicated in-house. Multiple 22020 errors were found on the system's logs. The unit was tested on an in-house system and triggered no errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests that were performed. There was no fluid intrusion found.